Manufacturer narrative:
Follow-up #1: date of submission 04/24/2014. Device evaluation: the insulin pump has been returned and evaluated by product analysis on 04/09/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data found multiple low and replace battery warnings along with evidence of partially discharged battery being installed on the day of the complaint and the day after. The battery in the returned pump was discharged but not out of date and it was not leaking. The battery cap was not returned and a test cap was used for the evaluation. The pump powered up and functioned properly. Electrical current draws were within specifications. The pump casing was opened and no moisture or loose components were found. The investigation confirmed but was unable to duplicate the reported power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the patient was concerned about the battery life on the newly received pump. Review of alarm history showed multiple low and replace battery warnings. The patient was unsure if the batteries were out of date or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.